Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 5 the home choice (hc). The technical service representative (tsr) explained and per the caregiver (cg) there was more moisture under the empty bag. They cycled the power and the system errored 2367 and the tsr assisted to retrieve the cassette and advised to let the registered nurse (rn) know about the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Neither the disposable set nor the homechoice machine were returned for evaluation. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Per the caregiver (cg) there was more moisture under the empty bag but the user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.